Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the 99% stenosed target lesion located in the calcified and severely tortuous left anterior descending artery. After pre-dilation, a 3.5 x 38 mm promus element plus stent was advanced for treatment but was not able to cross the lesion. Upon removal, it was noted that the distal end of the stent was lifted. The procedure was not completed. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).